Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was loaded and would not come out of the cartridge. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.2., b.5 and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, the procedure was completed on the same day. In the surgeon opinion the cause of the event was user error. There was no patient contact.